Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm4) and usm1 due to errors 32098 and 32056 to resolve the issue. The system was tested and verified as ready for use. Isi has received both usms and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, the customer contacted a technical support engineer (tse) at the end of the procedure and reported that this issue has happened previously on another procedure. The complaint was captured and the record is closed. The procedure was completed with no reported injury. It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) at the end of the procedure and reported that arm 4 was faulting. The customer indicated that only three arms were being used for the procedure and would only need 3 arms for the next procedure as well. The tse reviewed the system logs and confirmed multiple 32098 errors for universal surgical manipulator (usm) 4. The tse recommended performing a hard power cycle on the patient side cart (psc), but the customer was unable to do so as the system was still in use by the surgeon. The tse then suggested the customer to disable arm 4, which the customer did, successfully recovering the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed. Logs recorded error 32098 pointing to the axes control motor (acm). The usm was tested in-house on a patient side cart fixture test platform (pftp) where it failed chipencoder virtual absolute (cva) characterization test. Aba (applied behavior analysis) troubleshooting was performed with an in-house acm installed and unit passed cva characterization test. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the axis control motor.

Event description:
Refer to h11 for follow-up information.